Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including a complete calibration and outgoing system testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure - 1001" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown "pneumatic failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.